Event description:
It was reported that there were at/af (atrial tachycardia/ atrial fibrillation) episodes observed with oversensing and artifact present on the atrial lead. Additionally, it was observed that there were four at/af episodes that were considered false positive, overdetection by the device. It was noted that the patient was admitted to the hospital for observation. Additionally, it was reported that about a month later the patient felt a twinge in their left shoulder and thought it might have been a shock and therefore went to the emergency department. An interrogation of the device indicated that no shocks were delivered. However, the device did detect two more episodes as at/af due to oversensing on the atrial lead. The atrial lead and device remain in use. No patient complications have been reported as a result of this event.